Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lap rectum procedure, strong smoke with all three shears during surgery and all three had the tissue pad melted. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the devices a, b, c, d, e, f, g, h, I, j, k, l, m, n, o, p, q were returned in good condition. The devices were tested with a generator and was functional. The tissue pad was examined, normal wear was visually seen and 100% present. Device a, b, c, d, e, f, g, h, I, j, k, l, m, n, o, p, q batch e9fx1a, mfg 12-17-08, exp 11-17-13. The device (r) was returned with the tissue pad melted and partially detached with the blade gouged at the tip. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device r batch e9fx1a, mfg 12-17-08, exp 11-17-13.

Event description:
(B) (6).it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis.the index procedure treated the lesion located in the proximal left circumflex (lcx) artery with a 3.5x16mm taxus express2 study stent.in (B) (6) 2009, the patient had stable angina symptoms but a follow up angiogram revealed a 99% restenosed 4.0x11mm lesion in the proximal lcx artery. Treatment 4 days later placed an unspecified bare metal stent resulting in 0% residual stenosis. The patient was discharged 7 days later.it was further reported that the index procedure target lesion was 90% stenosed and 3.5x16mm. Treatment utilized post dilation resulting 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged two days later on plavix and bayaspirin. The treatment procedure occurred 5 days after the angiogram in (B) (6) 2009 and timi flow improved from 2 to 3. The patient was discharged the next day, not 7 days as previously reported. Per the physician, the event was listed as "related" to the study stent.